Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site had 5 scans merged and a tumor model built. While in 3d mode trying to locate the tumor model the site instead of selecting trace they accidentally selected edit model and deleted the registration. The manufacturer representative realized after the case that they needed to be in 2d mode to locate the tumor model. The health care professional decided that they did not want to re-register when it was deleted and abandoned navigation. There was less than an hour delay in the procedure. No impact on patient outcome.